Event description:
It was reported that during removal of the zipwire guide wire from the packaging hoop, the tip broke off. The procedure was completed with another of the same device. The guide wire was not introduced into the patient, therefore, no complications were reported.